Event description:
During an in clinic follow up, the device was not pacing at the programmed settings. The device was interrogated and high voltage (hv) defibrillation therapy was disabled, and an error message was present for erroneous parameter resulting in the device returning to nominal settings. The device was successfully reprogrammed to resolve this event. The patient was stable.